Event description:
The patient called in stating that there has been two days this month where she had to use two v-go 40s due to the first one falling off. She did not know if it was from perspiration, bumping it, or because the order has an adhesion problem. Patient was transferred to the training line for additional information. She does not have any devices to return.